Event description:
Device issue: inaccurate delivery. Time of device issue: during the procedure. Adverse event: bradycardia. Onset of adverse event: during the procedure. It was reported via a trial that during deployment of the acculink stent in a heavily calcified right internal carotid artery via direct stenting, the stent jumped slightly, leaving 1/4 of the lesion uncovered. A second stent was implanted to cover the rest of the lesion. The stents were postdilated with a viatrac balloon resulting in a 3 to 5 second pause in heart rate with a quick recovery. No treatment was provided for the transient bradycardia. There was no problem rotating the device actuator and no force was used to advance the stent delivery system or rotate the actuator. During the procedure, the patient experienced transient bradycardia that resolved without treatment. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.